Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, the old press fit stem and cortiloc glenoid were revised due to pain in patient. No further patient adverse consequences reported, revision went as planned.

Manufacturer narrative:
Correction: the device was planned to be returned but did not return. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation. From the provided pictures taken in the operating room just after the devices explantation (soiled humeral stem and head), we can observe that the removed humeral stem has soft tissues/bone attached on its surface. No additional information could be observed. Since operative report, radiology report and extracted implants pictures were provided, the opinion of a medical expert was sought and stated as follows. The operative report, the images and the radiology report of the CT-scan do not reveal a reason (diagnosis) for the postoperative pain. The shown implants are intact and there is no mentioning of any issues of the glenoid component. We cannot determine the reason for the revision, no issues of the implanted devices are mentioned. Please note that the postoperative pain occurred long after the expected lifetime of the device (15 years postoperatively). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the old press fit stem, humeral head and cortiloc glenoid were revised due to pain in patient. No further patient adverse consequences reported, revision went as planned.